Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40-59 mg/dl) and food/glucose tablets were consumed to address low bg. Customer alleged low bg occurred after being in cold temperatures or due to the infusion set site location. Customer could not provide further details regarding the infusion set site location.